Manufacturer narrative:
Concomitant: product ID 37713, serial# (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was having trouble with their implantable neurostimulator recharger (insr). One of the cords was not connecting to the insr. It was reported that the ac adaptor has a broken connector pin. The pin was not stuck inside the insr. The patient reported that therapy turned off and she was in pain. An overdischarge was suspected. Indication for use was complex regional pain syndrome type 2. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the connector was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the replacement of the ac adaptor cord for their recharger did not effectively recharge the implantable neurostimulator (ins) because the battery was dead. The ins was scheduled to be replaced on (B)(6) 2016.